Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 200cc and experienced deflation on the left breast implant. As a result, the patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
On 7/11/2019, the mentor failure analysis lab received the device for evaluation. Additional information was received indicating the patient underwent device removal on (B)(6) 2019. Reason for device explant and/or reoperation: deflation. Device evaluation summary: the analysis results showed a tear measuring approximately 0.4 cm located in the posterior aspect. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating, the surgery was postponed due to the patient being sick with pneumonia. The surgery will take place once the patient is feeling well. (B)(4).